Event description:
The caller reported that on (B) (6) 2010, the snaphead separated from the pt's tube. The tube had been placed in the pt fourteen days prior. A non-routine replacement of the tube was required.